Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation. It was also stated that following the patients fall, lead was fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.